Event description:
In late 2008, the patient stated that her insulin cartridge appeared to be "bone dry" and there was a bubble inside. There were 53 units of insulin remaining in the insulin cartridge. The patient was assisted with changing the insulin cartridge and infusion set. No blood glucose issues were reported. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.